Manufacturer narrative:
Sample analysis: a visual analysis of the device revealed the balloon was returned with no solution (contrast/saline) in the balloon inflation port. The stopcock was still attached to the balloon inflation port. The stopcock was in the closed position. The balloon was inflated using a 1cc syringe filled with saline. The balloon inflated with a mixture of blood, saline, air, and contrast. Most likely cause of the air in the balloon was that the balloon was returned with no contrast/saline mixture in the hub. The balloon measured 4.0mm when the balloon was injected with .10cc of saline. The balloon was within specification. The outer diameter was measured at nominal inflation volume. Blood was visible in the balloon when it was inflated. The device was normal in specification. No defects or malformations were identified. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the embolization treatment of an m1 aneurysm, a balloon was inflated. During inflation it was observed that the wall of the m1 ruptured 2mm before the aneurysm neck. The balloon was not fully inflated at this point. The physician performed a complete occlusion of the m1 artery with embolization coils. The pt status on (B)(6) 2013 was probable left hemiplegia. The pt is still under intensive care. Pt info - pt weight is not available.